Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 31-oct-2023 and forwarded to millyard advanced medical products, llc on (B)(6)2023. A hospital employee reported that a patient's second pump failed. Patient was advised by the pharmacy to switch pump in the ER. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.